Event description:
Medwatch report # mw5171000 was received indicating that a tego® connector was reportedly unable to flush during patient use and part of the hub was also cracked. The device was not lasting a week. The patient was not injured and care partner was able to do all treatment/therapy.

Manufacturer narrative:
The reported complaint of no flow could not be confirmed. Without the return of the sample, a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed top the reported complaint. Additional contact: (B)(6). Additional email for fms (B)(6).